Manufacturer narrative:
Insulin pump passed the displacement and self test. No frozen display and no time or clock anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen screen. The customer¿s blood glucose levels were 273 mg/dl, 313 mg/dl. The customer also reported that the insulin pump screen was not completely blank. The customer was assisted with troubleshooting. The customer was also reported that the time and screen was frozen. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.